Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview 7 xb device, the short port btt balloon did not inflate during the saphenous vein harvest. The tributary at the insertion site was avulsed when the balloon was inflated; the balloon did not inflate symmetrically. The area of the vein that was damaged was resected. The cut was observed during the removal of the vein from the patient's leg. The procedure was completed utilizing the same evh kit. The hospital did not report any add'l patient effects.